Event description:
It was reported that the wireless recharger (wr) stopped working. There were no external/patient factors that may have contributed to the event. All available possibilities were tried to get the wr working again but without success. The issue was not resolved. The wr will be replaced. No patient symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), g2: brazil h3. Analysis for recharger (B)(6). Found led's scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. H6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.